Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 167 mg/dl. Troubleshooting was performed and noticed that the customer cannot look at the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked lcd glass. Unable to perform displacement test and self test due to missing segments or partial display. Unable to verify calibration anomalies, sensor loop anomalies, auto mode anomalies sensor updating messages and under or over delivery anomalies due to lcd physical damage.